Event description:
The patient experienced a loss of therapeutic effect. Her therapy worked well for the first two weeks until she fell and hit her buttocks. She now has to increase the stimulation really high to receive therapy benefit. She experiences discomfort from the high setting. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v876556, implanted: 2011 (B)(6), explanted: na.